Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a pt had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the system displayed a message and locked. The case was canceled. There was no harm to the pt.